Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples. The patient results were reported to the physicians. An error in the settings for the isi factor was noted after investigation by the laboratory. Calculations show that lower results would be reported with the correct isi factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.

Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not input the correct lot specific isi value provided on the IFU for the dade innovin lot in use. The account laboratory director verified no clinically significant issues were noted until pt second results of 36 seconds or greater were obtained. The lab director issued a letter to hospital physicians notifying them of the issue. The siemens healthcare diagnostics customer care center- technical solutions representative assisted the account in correctly inputing the correct lot specific isi value. The instrument is performing within specifications. No further evaluation of the device is required.